Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to multi-system organ failure. Additional information was requested. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 due to multi organ failure. The pump was not returned for evaluation. Multiple organ failures are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.